Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a penetrating thoracic aortic ulcer approximately seven months ago. A subclavian chimney stent was placed and one of these stents were inadvertently pushed to the end of the ascending aorta with only stent-to-stent at the end connection. The patient presented approximately one month ago with a mass in the mid-descending thoracic aorta with new chest pain, some dysphagia as well as dry cough. The patient has anaphylactoid reaction to previous contrast, it was assumed that this was a pseudoaneurysm or hematoma. There was a concern of possible erosion from the distal end of the stent graft and the bronchial and esophageal symptoms. The decision was made to perform an open removal of the stent graft. The talent thoracic stent graft as well as the bare metal stents were removed. The explanted stent graft is being retained by the hospital. No additional clinical sequelae were reported and the patient is doing fine. Additionally, an mra report prior to explant documented the following: there is a left subclavian artery stent which extends into the lumen of the aorta at the level of the arch. There is a second stent which is free floating within the ascending aorta. The descending thoracic aortic stent graft is in place. Associated contour irregularity is noted of the descending thoracic aorta. The ascending aorta measures 29 mm maximally. Lateral to the esophagus and anterior to the descending aorta, there is a 1.3 x 1.4 cm hyperintense area. This is posterior to the left main stem bronchus at the level of the right main pulmonary artery as seen on comparison CT chest examination. This abnormal signal is at the level of the prior identified ulcer within the descending thoracic aorta; however, there is no evidence of contrast opacification on post contrast imaging. These findings may represent a small hematoma and/or thrombosed pseudoaneurysm.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial perforation. Thoracic ulcer, fistula. Free floating stent in the thoracic aorta. Conclusions: thoracic ulcer, fistula. Free floating stent in the thoracic aorta.